Event description:
It was reported that the patient experienced dizziness due to noise resulting in oversensing and pacing inhibition on the right ventricle (rv) lead. Additionally, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise resulting in oversensing, and pacing inhibition were confirmed. As received a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impressions consistent with friction to the device can. The cause of the reported events was isolated to the exposure of outer coil at the abrasion zone.